Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose ranged from 144-181 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.